Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
This procedure was performed in (B)(6).the customer reports that while trying to perform the procedure, the generator indicated a message of error about an issue with the device connection. Once month later, the echo-doppler check up showed that the big saphenous vein was still incontinent.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.